Manufacturer narrative:
A siemens customer care center (ccc) specialist remotely confirmed that calibrations and quality control material recoveries were valid on the day of the event. The discordant creatinine result was not flagged by the instrument. There are no known reports of other discordant results being obtained on the day of the event. The ccc specialist followed up with the customer. The customer suspects that the discordant falsely elevated creatinine result may have been caused due to an interference from the patient's igm gammopathy as the instructions for use (IFU) for the enzymatic creatinine_2 assay states that blood samples from some patients with monoclonal gammopathies may produce falsely elevated results. The cause of the discordant, falsely elevated creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated serum creatinine (enzymatic method) result was obtained on one patient sample on an advia chemistry xpt instrument. The initial result was reported to physician(s). The same sample was repeated for creatinine (jaffe method) on an alternate platform and resulted lower. The repeat result was in alignment with the patient's clinical and diagnostic profile. The repeat result was also reported to physician(s). The patient was subjected to scintigraphy and kidney biopsy due to the discordant, falsely elevated creatinine result. There are no known reports of adverse health consequences to the patient due to the discordant creatinine result.